Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was on oral anticoagulation therapy (oat) medication for 45 days post procedure.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus was on the closure device. In (B)(6) 2016, a left atrial appendage (laa) closure procedure was performed and a 30mm watchman(tm) laa closure device & delivery system was implanted successfully. During the three month follow-up appointment, it was noticed on a transthoracic echocardiogram (tte) that there was thrombus present on the atrial surface of the closure device. The patient was asymptomatic and an anticoagulation therapy has been started.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was on oral anticoagulation therapy (oat) medication for 45 days post procedure.